Event description:
It was reported that during an unknown procedure, the only thing the note stated for both devices was the clips would not clamp, clips were snug then would shoot out. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, the handle seam was noted to be cracked. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. An investigation has been initiated to address the potential root cause of the jaws overtwisted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # c9d49c, expiration date: 11/2011, manufacturing date: 12/2006. Dropping or ejected clip.